Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge and could not successfully complete cartridge loading despite having sufficient insulin in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump area as instructed, attempted to reload same cartridge without success, then filled and loaded new cartridge under guidance from technical support, which resolved issue and allowed customer to resume insulin delivery.